Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite texium low sorbing infusion set was leaking the following information was received by the initial reporter with the following verbatim. It was reported by customer that two instances of chemotherapy tubing that had a possible leak around the 0.2 micron filter. The leak was described as a small amount of fluid on the outside of the filter, which his not near the connection site to the patient IV or the medication bag. Since this happened twice in 24 hours, we are wondering if there might be an issue with the lot that we have.

Event description:
Material#: 24301-0007t. Batch number#: 24075212/ 24045383. It was reported by customer that two instances of chemotherapy tubing that had a possible leak around the 0.2 micron filter. The leak was described as a small amount of fluid on the outside of the filter, which his not near the connection site to the patient IV or the medication bag. Since this happened twice in 24 hours, we are wondering if there might be an issue with the lot that we have. Verbatim#: two instances of chemotherapy tubing that had a possible leak around the 0.2 micron filter. The leak was described as a small amount of fluid on the outside of the filter, which his not near the connection site to the patient IV or the medication bag. Since this happened twice in 24 hours, we are wondering if there might be an issue with the lot that we have.

Manufacturer narrative:
The customer reported filter leaks when administering chemo and returned a photo of the incident. The sample is of material 24301-0007t and is one of lots 24075212 or 24045383. The photo was examined and the leak from filter air vents was verified. Without the physical sample, the investigation cannot be confirmed. There is a possible root cause for filter leakage when administering low surface tension fluids like alcohol and lipids, as these may weaken or compromise the hydrophobic properties of the air vent. Although the issue was unable to be replicated, and the root cause is unknown bd is looking at opportunities to improve the filter function to alleviate this failure in the future. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.